Event description:
The customer reported the high flow insufflation unit display is off. The event occurred during an unknown procedure and the same device was used to complete the procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of no display was confirmed. In addition, oil leakage into the manifold, regulator, and proportional valve were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to update the event date. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the definitive root cause of the display could not be determined. Related to the oil leak, it is likely the cause of the phenomenon was the defects found in the regulator, manifold unit, and electro-pneumatic proportional valve. However, the cause of those defects could not be identified. Olympus will continue to monitor field performance for this device.